Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A versys femoral head and a modular neck were returned for evaluation. As returned, the conical taper of the head exhibits dark debris and a thread like pattern. The modular neck shows burnishing on the elliptical taper. Material is missing from the conical taper, including the surface that contains the etch detail that shows the lot number. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: 2016. Concomitant medical devices: 00801804002 femoral head 61424892; item #: unknown, unknown, liner lot #: unknown; item #: unknown, unknown, stem lot #: unknown; item #: unknown, unknown, cup lot #: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00051.

Event description:
It was reported that patient underwent a total hip arthroplasty. The patient was revised due to pain approximately five years later. The joint fluid was black and there was a large presence of metallosis found everywhere. The trunnion of the ml kinectiv neck had worn down, the femoral head fell off. Attempts have been made and no further information has been provided.